Event description:
It was reported that the fluid warming device failed to work while in use with a patient. No harm came to patient. No patient injury. No other information was provided.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device was received with a missing orange plug, a cracked return tube, and internal rattling. A faulty heater was determined to be the root cause. The heater was replaced, and additional repairs were performed. The device passed functional and electrical tests, after performance of preventive maintenance. E4 is unknown.